Manufacturer narrative:
The device was returned for analysis on 5/8/2015 complaint conclusion: during the stent assistant coil embolization of the posterior communicating artery, and enterprise stent ((B)(4)) could not be deployed, and two presidio coils ((B)(4)) could not be detached. After removal from the patient, the stent could still not be deployed. The surgeon changed to a new stent to continue the procedure. It was then reported that 2 presidio coils could not be detached. The coils were removed from the patient and a third coil was implanted to complete the procedure. There was no report of patient injury. No additional information could be provided. The unidentified detachment control box, connecting cable and microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was found to be unsheathed and entangled. Located 16.0 cm off the distal tip of the green introducer, the core wire protrudes outside the sheath. The circumstances of how and when this unreported damage occurred cannot be determined. The detachment fiber did not receive heat and melt. The coil was returned undamaged. No manufacturing defects were found. The device positioning unit (dpu) failed electrical post-detachment laboratory testing with resistance failing at 33.1 ohms and the enpower systems go green light failed to illuminate. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the unidentified dcb, the unknown connecting cable, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The presidio coil failure to detach was confirmed since the device failed electrical testing during functional analysis. The most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder connection joint inside the resistive heating coil or from a fracture of the electrical wiring. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. Based on the minimal information received and the product analyses, there is no evidence that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR submitted for this complaint with associated report numbers of 2954740-2015-00113 and 2954740-2015-00112.

Event description:
During the stent assistant coil embolization of the posterior communicating artery, and enterprise stent (enc453712/10330251) could not be deployed, and two presidio coils (pc418155030/c19321 and pc418155030/c22524) could not be detached. After removal from the patient, the stent could still not be deployed. The surgeon changed to a new stent to continue the procedure. It was then reported that 2 presidio coils could not be detached. The coils were removed from the patient and a third coil was implanted to complete the procedure. There was no report of patient injury. No additional information could be provided. The devices will be returned for analysis.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis: however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR submitted for this complaint with associated report numbers of 2954740-2015-00113 and 2954740-2015-00112.